Event description:
Device report from synthes reports an event in portugal as follows: it was reported that on an unknown date, during a procedure the screwdriver¿s inner part was stuck. There was no impact to patient or procedure. Another screwdriver was used to complete the procedure. This report involves one (1) skyline anterior cervical plate system expansion tip screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Initial reporter occupation: reporter is a j&j employee. A review of the receiving inspection (ri) for skyline expansion tip driver was conducted identifying that serial number (B)(4) was released in single batch. Batch 1: lot qty of (B)(4) units was released on september 7, 2018 with no discrepancies. Supplier: seabrook medical . As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the threads of skyline expansion tip driver has stripped causing that the components have become stuck together. No other problems were observed. A dimensional inspection was not performed for the skyline expansion tip driver due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the skyline expansion tip driver would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. ¿based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.